Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The calcified lesion was located in an unspecified vessel. The maverick xl 4.5 /15/150 balloon was inflated to six atmospheres and ruptured. The number of inflations and to what atmospheres is unk. The procedure was completed with another of the same device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing records for this batch were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is considered as operational context due to the performance of the device being limited by interaction with other devices, interaction with pt anatomy or other procedural factors.